Event description:
Same case as mfg# 2134265-2010-02861. It was reported that during a peripheral stenting treatment procedure, stent dislodgement occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery. Vascular access was obtained via the femoral artery. The 8.0x40x75cm express ld iliac/biliary premounted stent system was advanced through another manufacturers' 5f sheath and during advancement the stent "slid" on the delivery catheter. The sheath and the stent were both removed and a 6f sheath was inserted. The 8.0x60x75cm express ld iliac/biliary premounted stent system was advanced through the sheath and the stent frayed. Both devices were removed and after review of the device packaging it was noted that the 8.0x60x75cm express ld iliac/biliary should be used with a 7f sheath. Another of the same device was selected and used with another manufacturers 7f sheath to complete the procedure. No patient complications occurred and the patient status is listed as ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).